Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that half of the touchscreen displayed multicolored lines. Reportedly, the customer turned the screen off and back on and the screen cleared and displayed as intended. Subsequently, the customer unlocked the pump and the pump stated that all insulin deliveries were stopped, and initiated the "prepare for cartridge" step of the change cartridge process without the customer prompting it. Customer cleared the screen and the insulin gauge read 0 units. Pump history showed a "user pumping suspended". Customer's blood glucose level was not impacted.